Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pen had a leadscrew anomaly. Customer stated that screw was not moving as intended. The screw pulling back into the insulin pen while dialing and customer did not touch or twist dose button. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.